Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive review. The potential root cause maybe defective load cells or damage sustained due to mishandling. The secondary report of the autopulse platform (sn (B)(4)) has a damaged top cover was confirmed during visual inspection. Root cause were attributed to mishandling. Unrelated to the reported complaint, damaged front and bottom enclosure and bent battery lock was observed during visual inspection. This type of physical damage can be attributed to user mishandling. During archive data review, multiple ua07 error messages were observed on the date the event occurred. The initial functional testing of the ap platform could not be performed due to ua07 error message displayed upon powering on. After replacement of the top cover, front and bottom enclosure, battery lock and load cells, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel upon power up. The user was unable to clear the error message. The user also observed the platform with at cracked top cover. No patient involvement.